Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # vaoqnru, product type lead. (B)(4).

Event description:
The health care professional (hcp) reported that there was uncomfortable stimulation/overstimulation. Impedance measurements were taken at the first follow-up last week and they were within normal limits. The patient was experiencing symptoms when the implantable neurostimulator (ins) was off. The patient presented at the clinic with a deep burning incisional pain that radiated down the left side buttock and back of the thigh. The ins was implanted on the left. At that time, the stim was turned off and there was no change in the pain. The patient was admitted to the hospital on (B)(6) 2015 for the stabbing incisional pain on the left side up the back and into the left shoulder. The hcp wanted to know if the pain could be related to stim. The hcp did not have access to the physician programmer. They were going to follow-up with the patient on the afternoon of (B)(6) 2015 to take impedances again and evaluate possible medical issues. The symptom reported was pain on the left side. This occurred in (B)(6) 2015. The health care professional (hcp) reported that impedance measurements were taken. At 1 volts, 210 us, and 14 hz the results were as follows: contact 0 = 532 ohms, contact 1 = 532 ohms, contact 2 = 523 ohms, and contact 3 = 523 ohms. All bipolar values were 1063 ohms. The impedances were about the same as they were at an appointment on (B)(6) 2015. The pain did not change with the ins off. On (B)(6) 2015, stimulation started causing curling of the toes. The foot movement occurred starting at 1-2 volts. At 2 volts, the patient was getting foot cramping and a sensation in the urethral area. This issue occurred with all of the programs using the following electrodes: 0+1-, 0+1-2-, 3+1-, and 3+1-2-. The patient had been in the hospital since (B)(6) 2015 and was given pain medication that caused the program that was working to stop providing therapy relief. The patient had to catheterize since the pain medication was administered. There was no issue with redness, swelling, or other indications of infection. A CT scan was taken and the hcp asked about a potential for necessity of revision for this issue. The hcp was going to follow-up with a medical doctor (md) to evaluate the pain symptoms. The symptoms reported was pain in the shoulder. After follow-up with the hcp, it was reported that the patient was admitted on (B)(6) 2015 for pa in control. Physical exam, labs, and non-contrast CT scan were negative for infection or cause of pain directly from the device. The device was interrogated and turned off on (B)(6) 2015 and the data was sent to the manufacturer; it was not thought to be malfunctioning as the device was turned off. Pain management service was consulted for pain management on (B)(6) 2015 and the patient was discharged on (B)(6) 2015 with oral narcotic pain regimen. The device was interrogated and turned off on (B)(6) 2015. The loss of effect was resolved but the device was off and the patient was going to follow-up when the pain resolved. If additional information is received a follow-up report will be sent.